Event description:
It was reported that catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. However, during the procedure the shaft was twisted. The procedure was completed with another of same device. No patient injury was reported.